Manufacturer narrative:
The hose system which is subject of this complaint is called ¿ventstar oxylog3000f, 2000p 150¿. This system is used for transport ventilators oxylog 3000 and oxylog 2000plus. The concerned sample was returned for evaluation and inspected by dräger. It was confirmed that the blue end connection, which is plugged on the ventilators gas outlet nozzle, could be detached. The sample has been forwarded to the supplier and it was identified that the amount of glue being used to fixate the nozzle on the hose was too small. This failure was attributed to human error of a worker at supplier site. The suppliers training materials on gluing process and quality awareness have been updated. Supplier¿s production has been informed about the observed deviation and additional training has been performed. The number of similar complaints is very low compared to the high number of those hose systems being sold. If the hose gets detached during ventilation the oxylog will generate alarm.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that: the oxylog patient circuit and the blue end connection are becoming detached. This is the end that fits on to the device. The patient was in the process of having a CT scan when the blue end popped off and the device alarmed. No injury was reported.